Event description:
It was reported that the patient had an edwards bioprosthetic valve implanted, then explanted during the same procedure. It was reported by the surgeon via sales that "post implant he assessed that there was mild to moderate regurgitation with a pressure in the 110 to 120mm range. They went back on pump and explored the valve to make sure there was no suture looping which they confirmed there was none. Since the patient was an endocarditis patient and was very sick, they decided to explant the valve and implant another valve which turned out to be a epic biocor valve from st. Jude medical." The op report was also reviewed and supports the reported information.

Manufacturer narrative:
(B)(4). The device was returned to edwards for analysis and is currently being evaluated. A supplemental report will be submitted once testing has been completed.

Manufacturer narrative:
Evaluation summary: the explanted device was returned and evaluated by edwards laboratory, then underwent functional testing by edwards r&d department; summary as follows: visual observation: as received, there is minor damage to the cloth and sewing ring that presumably occurred during implant and/or explant. The leaflet coaptation in air appears normal. There are minor stains consistent with blood residue found on the leaflets, cloth, and sewing ring. X-ray imaging reveals that the wireform and stiffener band are intact. Functional testing: the valve underwent functional testing in a pulse duplicator under normal physiological conditions: 5 liters per minute, 70 beats per minute and 100 mmhg mean aortic pressure. The total regurgitant fraction (trf) is 3.9%, which is more than five times lower than the 20% maximum trf allowed for this size valve per (B)(4) :2005. There is no central hole present at the center of coaptation in the fully closed position, thus the leakage measured appears to be non-central in origin. Intra-operative echocardiography recordings were provided; independent review of the echocardiography imaging was performed, impression as follows: ¿mild central mr is noted in association with a bioprosthetic mitral valve either during separation or immediately after separation from cardiopulmonary bypass. The systolic blood pressure was reportedly 110-120 mm hg at the time that mr was noted, although features of the echocardiogram suggest that the chambers might have been under-filled and that hemodynamic conditions might not have been normal. Low cardiac output immediately after valve implantation, even if systolic blood pressure is normal, could result in suboptimal leaflet coaptation. However, the mild amount of visualized mr is commonly seen immediately after implantation of this pericardial bioprosthesis, and is not suggestive of bioprosthesis dysfunction.¿ in addition, edwards manufacturing review confirms that the device in question passed all manufacturing and sterilization inspections. Therefore, the reported event could not be confirmed through our evaluation. The provided information and edwards investigation suggests no device quality deficiency or malfunction related to this event. No further actions are possible at this time.